Event description:
A malfunction occurred with the pump, and it was reported that there were no notable events leading up to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, the customer switched to multiple daily injections as a backup insulin delivery method, and the technical support team arranged to replace the pump. The customer was instructed on how to put the current pump into storage mode before returning it with a pre-paid label, which was acknowledged and understood by the customer.